Event description:
The patient reported that her unit was not working. The patient stated both the implant and patient programmer (pp)were not working. The patient thought that the programmer was not working because when she pressed the on button to sync with implantable neurostimulator (ins) screen would come up. The patient services had patient connect with ins, connection successful and patient programmer was working properly. Patient stated that she thought that it wasn't working before most likely because she didn't know how to use the pp. Patient has experienced a loss or change of therapy. The patient stated that the implant used to work good for her but it hadn't been working. The patient was implanted for bladder control. The patient had a return of symptoms. The patient was not feel stimulation while the therapy was on. The patient symptom control was not (B)(6) or better. Increase amplitude did not resolve the situation. The patient was not feel stimulation in the correct area. Patient services assisted patient in increasing stimulation on program 4 up to 7.0v. The patient still did not feel stimulation. The patient stated that her doctor allowed her to change programs. Patient services tried assisting patient in changing programs however it proved too difficult for the patient to change programs over the phone (patient didn't have speaker phone and had to set the phone down every time she made an adjustment) and patient decided that she would see her doctor for assistance in changing programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.